Event description:
It was reported that during a da vinci cholecystectomy surgical procedure, the monopolar curved scissors instrument malfunctioned. The instrument was not recognized. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of the instrument was not recognized. There was no trouble found. The instrument was placed on an in-house da vinci system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. Failure analysis investigation found the pad printing removed on the instrument's tube extension. The pad printing had material missing towards the proximal end of the tube extension. Failure analysis also found the instrument's banana plug to be bent. The banana plug was bent to one side. The instrument passed the electrical continuity test. Failure analysis concluded that the pad printing damage and bent banana plug damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage with material missing found during failure analysis if to recur could cause or contribute to an adverse event.